Event description:
It has been reported to philips that, system could not be started. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and confirmed the reported problem. Troubleshooting actions showed a problem with the power unit. The fse replaced the pdu fan tray and dcps and device returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to start up. Upon functional testing, the fse found that there was no response when the button was pressed as well as the power indicator light and the fan in the m cabinet were not working. The philips engineer replaced the pdu fan tray and dcps. After replacement, the system returned to use in good working order.